Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this right ventricular (rv) lead exhibited an isolated episode of oversensing and noise. In clinic testing could not reproduce the noise. At the time of the incident that patient was working in the garden. The physician will monitor the patient closely. No adverse patient effects were reported.